Event description:
This event is from a literature review identifying prostar xl devices used in abdominal aortic aneurysm procedures in common femoral arteries that may be related to: pain, groin infection, pseudo-aneurysm, ischemia, vascular damage, bleeding, anemia, occlusion, and thrombosis with technical failure, hemostasis not achieved, failure to capture wall, suture break using closure and treatment methods of cut down/surgery, thrombectomy, stent placement, additional devices, manual compression, medication, and blood transfusion. Computed tomography and anti-coagulant used for all patients. Specific patient information is documented as unknown. Details are listed in the attached article, titled: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported suture detachment, malposition of the suture and failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effects of anemia, hemorrhage, infection, ischemia, occlusion, pain, thrombosis, tissue damage, stenosis and pseudoaneurysm and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial) this copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.na - attachment: [article cn-036327.pdf].

Manufacturer narrative:
Date of event and test: date estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial). This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
This event is from a literature review identifying prostar xl devices used in abdominal aortic aneurysm in common femoral arteries that may be related to: pain, groin infection, pseudo-aneurysm, ischemia, vascular damage, bleeding, anemia, occlusion, and thrombosis with technical failure, hemostasis not achieved, failure to capture wall, suture break using closure and treatment methods of cut down/surgery, thrombectomy, stent placement, additional devices, manual compression, medication, and blood transfusion. Computed tomography and anti-coagulant used for all patients. Specific patient information is documented as unknown. Details are listed in the attached article, titled: a multicenter, randomized, controlled trial of totally percutaneous access versus open femoral exposure for endovascular aortic aneurysm repair (the pevar trial).